Manufacturer narrative:
Correction: the event date should have been (B)(6) 2017 rather than (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise. The patient presented on (B)(6) 2018 for lead revision procedure. The lead was capped and replaced on (B)(6) 2018. The patient was discharged after the procedure.